Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices shows some damage to the inner diameter and outer diameter of the liner and the oxinium head. These devices were mfg. In 2005 and 2007. A quality analysis was performed on the devices. A dimensional inspection was performed and all dimensions (that could be checked) were within specification; however damage/deformation at several features of the devices would not allow for accurate measurement. A lab analysis was also performed and the visual inspection of the returned devices showed scratches on the femoral head could be due to the reported dislocation. Visual inspection of the liner showed damage on the rim and mating surface; may have occurred during removal. Based on the information provided, it was unclear why the femoral head dislocated. No material or manufacturing deviations were observed during this investigation. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.